Event description:
Reported due to a hematoma requiring hospitalization. The physician appeared to have successfully closed an arteriotomy site after a diagnostic procedure in the right common femoral artery with the perclose proglide device. It was reported that the femoral angiogram reflected a "good artery, five (5) millimeters in size; with no calcification or tortuosity." No scar tissue was reported at the puncture site. Approx four (4) hours after the procedure, the pt began to bleed when she got out of bed to walk approx fifteen (15) steps to the bathroom. While the nurse applied twenty (20) minutes of manual compression, she reportedly discovered a "golf ball sized hematoma." It was later described as being "six (6) to eight (8) centimeters." The nurse "expressed" the hematoma. The pt was kept overnight for observation. Approx six (6) hours after having been admitted, the pt began to "bleed again." Hemostasis was "quickly" achieved with manual compression. No medical or surgical interventions, including any blood products, were required. It was reported that the pt was discharged home the next morning "without any further incident or hematoma."